Event description:
The orsiro mission drug-eluting stent system was selected for treatment. During preparations for the intervention, just before entering the patient, the physician noticed that "stent struts are sticking out". The affected device was not used and returned to the manufacturer.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is deformed at the distal end, one stent strut is bent outwards and partially everted. The balloon is still well folded and shows no signs of inflation. The stent imprint is clearly visible on the exposed balloon surface, indicating that the deformed stent strut was initially crimped on the balloon. Outside of the deformed zone, the crimped stent diameter complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.